Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor's touchscreen being very slow could not be confirmed as the unit was not returned to thoratec for evaluation. The system monitor remains in use. No further issues have been reported for the unit. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 10jun2015. The system monitor shipped to the customer on 22jun2015. The unit was manufactured on 27may2015. Heartmate ii power module instructions for use revision b states if the screen does not function properly, contact thoratec for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant, there was an issue with the system monitor's screen. The system monitor was very slow and sometimes the customer had to touch the screen several times to get a response. The system monitor was exchanged.